Event description:
It was reported that, "torque limiter snapped during a training session."

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.